Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in october of 2014, a 23mm trifecta valve was implanted during an aortic valve replacement. In may 2021, a transesophageal echocardiogram (tee) was performed, which revealed minimal periprosthetic leak without stenosis. There was thickening of the posterior cusp, described as a small, immobile vegetation. The valve was not replaced. In may 2021, the patient died due to unknown causes. No additional information was provided.

Manufacturer narrative:
As reported in a research article, minimal peri-prosthetic leak and a vegetation was found on the valve about 7 years after the device was implanted. The valve remained implanted and the patient passed away due to an unknown cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.